Manufacturer narrative:
Additional information : the device was received for evaluation.visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed; leak testing revealed a hole at the rf weld on the bag port area. The reported condition was verified. The cause of the condition was determined to be manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the effluent sample bag leaked from the tubing to bag connection, further described as where the tubing "is sealed into the bag". This occurred during use of the device for peritoneal dialysis therapy. The patient was connected at the time of the event. There was no report of patient injury associated with this event. The patient received prophylactic antibiotics as a precautionary measure. No additional information is available.